Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2324kbcsp swivelock sp anchor could not be implanted. The surgeons attempted to self-punch the anchor, but the patient's bone quality was too hard. After multiple attempts with different angles, a green punch was used to create a pilot hole, but the anchor still wouldn't go in. The tuberosity ended up fracturing. Another ar-2324kbcsp swivelock sp was opened but ended up breaking into pieces during insertion. After debridement, the case was completed using two biocomposite knotless swivelock. This was discovered during a rotator cuff repair procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.